Event description:
As a inpatient in the hospital I suffered from a severe uti, this was my reason for being in the hospital but the nurse recognized the saddle sores I also attended that hospitals ER for. Sores were on my lower legs from fluid excretion through my skin for sometime. It is this that prompted the hospital nurse to treat me with the product iodosorb iodine gel. To a small leaking sore this gel was applied then bandaged. After two days the bandage was being changed is when a bigger ulcer appeared. The small sore it once was had changed into a big ulcer to my bone. Upon discharge I was sent to the hospitals to wound care and am still making my weekly visit for treatment on this ulcer. I reported this to the FDA and also the manufacturer of smith and nephew and they took interest requesting copies of my medical records I did send them that request made in a phone conference with me and three of smith and nephew representatives, global! No word from the FDA or the manufacturer since. My wound is healing after months of treatment; for god is good! I now have listed as allergies to iodosorb. Inova hospital of va 22304. Don't know why no one has contacted me from FDA, could be hiding something. I also took photos of my incident as an inpatient of before and after. And a photo of what medication caused this big ulcer. Google dwayne keith mobley wrongly displayed criminally for drug felon and medically legal pursuits. Refer to add'l documents in i2k.